Manufacturer narrative:
On 30-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer thermocool and irregular irrigation during use on the patient occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Temperature and impedance tests were performed and no issues were observed. An irrigation test was performed and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer thermocool and irregular irrigation during use on the patient occurred. A high temperature error during ablation was given and they were unable to ablate. They removed catheter from the patient and checked irrigation. Nursing staff felt irrigation wasn't normal. New catheter taken. There was no patient consequence. The ngen irrigation pump did not give any error. The issue was discovered by a temperature spike on ngen which cut off the ablation session. The catheter was removed from the body to check for char etc on the tip of the catheter. Nothing was identified. The catheter was then flushed at high flow rate and the nursing team/consultant noted that the way the irrigation was coming out of the catheter did not look normal. They suspected some irrigation holes were faulty. The correct catheter settings were selected on the generator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).